Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error for several days. However, they removed it until today but the insulin pump alarmed critical pump error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image; motor arm cannot communicate with the main arm error alarm followed by software error detected in the long trace file due to moisture damage on all electronic assemblies. Corrosion was also found on the force sensor assembly and moisture damage on the motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify other pump error alarms due to critical pump error. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, faded serial number label and peeling end cap address label.